Event description:
The patient felt unbalanced and had slurred speech. The pt took oral medication after attempting to use the meter. The pt contacted ems and was taken to the hospital where pt was treated with oral medication. The pt mentioned that when pt inserts the test strip into the port of the meter, the test strips would peel. Customer service was unable to resolve the meter, the test strips would peel. Customer service was unable to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, since the port issue with the meter was not resolved.